Event description:
My son was prescribed and given ciba vision o2 optics. He went for 2-3 months contacting our optician and even getting more contacts, believing that he was just using poor hygiene which was causing chronic infection. We learned after 2-3 months of continuous and severe pain leading to him having to take many anti-biotics and steroids for the infection and serious and chronic inflammation that there had actually been recall on these lenses and we had never been notified. This was during this senior year playing varsity tennis at #1 singles and doubles. He could hardly keep his eyes open during most of the season as the sun and wind aggravated the symptoms even more. Has any action been taken against ciba or do we have any recourse in terms of compensation for all of the contacts we purchased, dr visits, medication, pain, aggravation, etc. We don't want some huge settlement, just compensation. This is just plain ridiculous and unacceptable that we are doing all of the right things and are never notified of a recall that caused considerable pain and suffering for our son. Could you please advise on any steps the government has taken and recourse we may have. Thanks much and god bless! Dates of use: in 2007. Diagnosis or reason for use: near sited. Event abated after use stopped or dose reduced? No.